Manufacturer narrative:
Data and information provided by the customer confirm the complaint issue. The ticket search by lot number indicates that the product lot is performing as expected. Return testing was not completed as returns were not available. Device history review did not identify any non-conformances or deviations with the complaint lot. The field data review found that the median population result for the complaint lot is within established limits, indicating that the lot is performing acceptably in the field. A review of the labelling addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent was identified.

Event description:
The customer observed falsely depressed aliniy I tsh results for a 20-year-old female patient. Sid(B)(6) . Result of tsh generated on (B)(6) 2024 was 0.360 uu/ml. Sample was retested on other analyzer (sn ai21110) with result 0.3635 uiu/ml. The patient was tested outside of the lab on cobas (different sample) with result 2.390 uiu/ml. The patient was tested again for confirmation and the result was 2.415 uiu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed aliniy I tsh results for a 20-year-old female patient. Sid (B)(6). Result of tsh generated on (B)(6) 2024 was 0.360 uu/ml. Sample was retested on other analyzer (sn (B)(6)) with result 0.3635 uiu/ml. The patient was tested outside of the lab on cobas (different sample) with result 2.390 uiu/ml. The patient was tested again for confirmation and the result was 2.415 uiu/ml. No impact to patient management was reported.